Event description:
Description summary: according to the initial report received yesterday from complaint officer, (B)(6)., a serious adverse event (sae) was reported for protect study patient (B)(6) treated at (B)(6) hospital. The patient was implanted with an amds device (catalog number: amds-55-40, lot number: c2459326f) during a procedure performed on (B)(6) 2022. The reported event was identified as a cerebrovascular/neurologic event, specifically a stroke involving the right frontal lobe and right middle cerebral artery territory. The event reportedly resolved, and additional information will be requested to further support the investigation. Device problem summary: the reported event involved a cerebrovascular/neurologic complication following implantation of the amds device. The investigator assessed the relationship of the event to the amds device and implant procedure as ¿unlikely.¿ no allegation of device malfunction, deterioration in device characteristics, or performance issue was reported. Patient impact summary: the patient reportedly experienced a stroke involving the right frontal lobe and right middle cerebral artery territory following implantation of the amds device for treatment of a debakey type a dissection. The event required prolonged hospitalization; however, the event outcome was reported as resolved. No death, life-threatening injury, or permanent impairment was reported. Investigation summary statement: this investigation is relegated to amds-55-40, lot number: c2459326f, with an allegation of cerebrovascular/neurologic event (stroke) following implantation.